Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that  their device does not sense when lid is opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on.  There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device. The customer's device was not returned to stryker for further investigation. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that  their device does not sense when lid is opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on.  There was no patient use associated with the reported event.